Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had a history of (B)(6) and vegetation on a competitor device. The lead was explanted due to infection. There were no patient consequences.